Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that following insertion the patient experienced wound dehiscence and adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a repair of a large symptomatic midline to right lower quadrant abdominal incisional hernia, which was chronically incarcerated on (B)(6) 2013 and mesh was implanted. The patient began to experience abdominal pain in (B)(6) 2016, and lost 60 lbs from (B)(6) 2016. The patient underwent two surgical procedures on (B)(6) 2016 ¿related to complications from the mesh,¿ and continues to be in pain. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) it was reported that following insertion the patient experienced urinary tract infection. It was reported that the patient underwent mesh removal on (B)(6)2016 under dr. (B)(6).